Event description:
(B)(4) fracture of filter. This complaint was published at archives of internal medicine, research letter "frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment" by masaki sano, md et al. The patient was a female, (B)(6). There was no additional information regarding the patient. Unknown date: the patient was implanted trapease inferior vena cava filter for dvt and pte. Eighty one months later after the implantation: a fracture of the implanted filter was observed. A single fracture of the implanted filter was observed because of compression of the vertebral body. There will be no further information available for this event.

Manufacturer narrative:
This complaint was published at archives of internal medicine, research letter 'frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment' by masaki sano, md et al. The patient was a female, (B)(6). Unknown date: the patient was implanted trapease inferior vena cava filter for dvt and pte. At 81 months later after the implantation: a fracture of the implanted filter was observed. A single fracture of the implanted filter was observed because of compression of the vertebral body. There will be no further information available for this event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.

Manufacturer narrative:
Please note that the exact event date is not known but for purposes of the emdr submission the publication date of the attached article was chosen. Please note that the lot number is unknown and is not available. Additional information is pending and will be submitted within 30 days upon receipt.